Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient¿s pump was damaged. Customer technical support made attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/09/2014 with the following findings: visual inspection revealed that there were several areas of chipped paint around the edges of the pump. There was no damage observed to the pump. Chipped paint is considered a cosmetic issue and has no effect on insulin delivery function. The complaint that the pump was damaged was not able to be confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.